Event description:
It was reported by service report that the footboard modules were damaged and dislodged. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Result: footboard modules were damaged and dislodged.